Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the first returned product noted that the inflation syringe was not received. The insufflation bulb not was received. The obturator top was disengaged. The lock collar, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; the hole was covered, and the dissector balloon was inflated using a test insufflation bulb, no leaks were detected. The trocar balloon was inflated using a test syringe, no leak was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, the top of the obturator broke off in the surgeon¿s hand while insertion. A new product was opened and used to complete the case. There was no patient injury.